Event description:
It was reported that the ventilator had a faulty patient assist port and cable. The ventilator was being tested and alarmed when the patient circuit was disconnected. The ventilator was alarming but the nurse call station did not alarm. When the cable was replaced, the ltv patient assist port was still not functioning. Many people were in the room when the problem occurred so people were aware of the alarm and were able to alert the nurse. No patient harm reported.